Event description:
Reporter alleged blood back to readings within 10 minutes were 318, hi, 60, 278, and 457 mg/dl. It was reported customer "bottomed cut" and felt hhis glucose was extremely low however there was not time specified with relation to the testing listed. Reporter stated eating a ham sandwich and drinking some orange juice as well as taking medication as normal. Reporter indicated no medical treatment was sought or received. A request was made for the return of the suspect device and replacement product was sent.